Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. Product evaluation: only half of the lens was returned for evaluation in the lens case. Solution was dried on the lens. The lens was cut in half, typical of insertion and removal. A dimensional inspection could not be conducted due to the extensive lens damage. The returned portion of the explanted lens had a haptic that was bent in the gusset and distal area. The other half of the lens was not returned for evaluation. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were indicated. Information was provided that a non-qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. Only half of the explanted lens was returned for evaluation. A dimensional inspection could not be conducted due to the extensive lens damage. Information provided in the initial report description that haptic damage was noticed when opened, and that the decision was made to continue to use the product. Because the returned lens portion had been implanted and then removed from the eye, it is not possible to confirm the condition of the lens upon customer receipt. In addition, a non-qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a haptic was seen to be warped upon opening the lens. The physician thought the lens could be used as the optic was fine. Upon inserting the iol, the haptic caused an immediate posterior capsule rupture. The iol had to be removed and replaced with a three piece lens. A vitrectomy was performed. Additional information was requested.